Event description:
It was reported by the affiliate that the (1) tsb45 was used during a thoracotomy procedure. It was reported that the staples would not deliver. The case was completed wtih another device and with no pt consequence.